Event description:
Bilateral bhrs implanted. The patient suffers pain and symptoms of cobalt poisoning. Update due to patient submitted medwatch (B)(4) sent to FDA stated: scheduled revision surgery. This concerns to the right hip.